Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs wil evaluate it/them and inform FDA of product(s) that do not pas inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio 2 meter was displaying a battery indicator symbol. The complaint was classified based on the customer care advocate's (cca) documentation. The patient advised that the alleged issue first began on an unknown date and time prior to contacting lfs. The patient manages his diabetes with oral medication, diet and/or exercise and was unable/unwilling to say if he made any change to his usual diabetes management routine as a result of the alleged product issue. He stated that on unknown date and time after the alleged product issue began he developed symptoms of dizzy. The patient denied that he received any treatment. At the time of troubleshooting, the customer care advocate (cca) confirmed that there was no misuse of the product, it was not the first time the product was being used and the battery did not need replacing. The product issue remained unresolved. The patient's products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the reported issue was not resolved during troubleshooting.